Manufacturer narrative:
Philips has investigated this complaint and additional information was received. It was confirmed with the customer that only one patient experienced hair loss. The patient was undergoing a neurovascular procedure and received a total dose of 1.85 gy. Total irradiation time was 38:38 minutes. Philips inspected the system onsite and analyzed the system¿s log files, confirming that there was no system malfunction. As described in the system¿s instructions for use (IFU), the threshold dose for temporary hair loss is typically 3gy.

Event description:
It has been reported to philips that a patient experienced hair loss on the head after having a procedure on the azurion system. The issue also occurred with another patient which has been reported via philips reference 3267115. A philips engineer inspected the system onsite and performed system tests. The system dose levels were according to specification and no malfunction of the system was identified. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.